Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The contribution of the device to the reported event could not be corroborated. The clinical/medical investigation concluded that, without the requested clinical information, laboratory finding, or the device a thorough medical investigation could not be rendered, nor could the root cause of the reported infection be determined. According to the DHR, there were no manufacturing abnormalities that could have caused or contributed to the adverse event. Based on the limited information provided, the patient required a washout, where the implants were exchanged. The impact to the patient beyond that which has already been reported cannot be determined. Should any additional relevant patient information be provided, this complaint will be re-assessed. Therefore, no further clinical/medical assessment is warranted at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device, but no similar events for the batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. The instructions for use documents revealed this failure mode was previously identified. A review of the sterilization records revealed the batch was sterilized within normal parameters. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but are not limited to contamination, patient reaction, and post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after a tha surgery had been performed on (B)(6) 2021, the patient experienced infection. A revision surgery was performed on (B)(6) 2021 to washout the joint and to exchange oxinium fem hd 12/14 36 mm l/+8 and r3 20 deg xlpe acet lnr 36mm x 54mm. Current health status of patient is unknown.

Manufacturer narrative:
Internal complaint reference case- (B)(4).

Event description:
It was reported that, after an unknown primary surgery, one oxinium fem hd 12/14 36 mm l/+8 and one r3 20 deg xlpe acet lnr 36mm x 54mm were exchanged due to infection. The patient required a washout, where the implants were exchanged. Current health status of patient is unknown.